Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review lot#4081458 1-the products of this batch were assembled at intima ii auto line 2 in april 2024, and packaged at r240 package line and cfs package line in april 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the abnormal states of the complained sample cannot be identified, the root cause of the leakage cannot be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leaked at adapter tubing junction. After placing an intravenous needle into the patient and connecting the infusion set, it was found that fluid was leaking out of the connection, and after replacing the connector and repeatedly connecting it, it was found that fluid was still leaking out from the connector piping of the intravenous needle, and then the needle was replaced.